Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the reported elevated metal ion levels, effusion, pseudotumor, and intraoperative findings along with the clinical symptoms are consistent with an adverse reaction to metal debris; however, without the supporting pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. However, the use of mixed components, smith and nephew products with the mako trinity products cannot be ruled out as a contributing factor to the increased amount of wear debris/¿metallic-stained fluid¿ and ¿metallosis¿ type findings. The future impact to the patient cannot be determine. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that on (B)(6) 2017 patient had a computed tomography that showed effusion of the right hip and strongly suggest metallosis and on (B)(6) 2017 and MRI was performed and showed abnormal soft tissue signal compatible with pseudotumor along with moderate atrophy of the gluteus medius and mild atrophy of the gluteus maximus.